Event description:
Reporter alleged customer was found passed out and when testing on the meter obtained a reading of 165 mg/dl. It was stated, emergency medical technicians (emts) measured a result of 34 mg/dl one minute later. As a result of the comparison, customer was given a glucose IV, orange juice, and food. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.